Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 6.0, lab: 3.6. Target inr <3.0 (caller did not know specific range).

Manufacturer narrative:
Investigation pending.